Manufacturer narrative:
The customer¿s report of an infusion that completing sooner than expected was not confirmed. Physical inspection noted the device was in good condition. Analysis of the pcu event log shows pump module s/n (B)(4) received a ¿remote IV¿ (B)(6) 2019 at 12:05 pm, for a primary infusion of drug ID 1 at a rate of 100ml/hr vtbi 1000. The log showed the device alarmed twice for ¿flo stop open¿ and for a ¿patient side occlusion¿, before receiving a ¿remote IV¿ for a secondary infusion of drug ID 335 (rate 25ml/hr, vtbi 50ml). The secondary infusion was started and infused for approximately 3 minutes, then the user channels off the device. Testing found the device functioning within specification. Customer did not provide the event administration set, therefore testing could not be performed the root cause of the customer¿s report that infusion completed sooner than was not identified.

Event description:
It was reported that a magnesium infusion was programmed for 2hrs however infused within 2 minutes. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that magnesium infusion was programmed for 2hrs however infused within 2 mins.although requested, no further details were provided by the customer for this event.